Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 28-jun-2022, it was reported that the patient's infusion set tubing got ripped off. The pump was in the same pocket and the site location was on same side of the pump. Moreover, the infusion set had been used for the third day. Reportedly, there was stress or pull on the tubing as the patient's arm was brushed and knocked out. Further, the pump was not dropped with the set connected to patient's body. No further information available.